Event description:
As reported by a field clinical specialist (fcs), during the procedure of a 26 mm sapien 3 ultra valve in the aortic position via transfemoral approach, the balloon burst during deployment of the valve. According to the fcs the balloon was fully inflated. A 25mm true balloon was used to post dilate, no further complications or leak was observed. There was no patient injury reported and the patient is doing fine.

Manufacturer narrative:
Investigation is ongoing. Device not returned.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information base on the device evaluation. The following sections of this report have been updated: corrected h.6 investigation conclusions and added new information to h.6 type of investigation and investigation findings. The commander delivery system (ds) was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. A device history record review (DHR) was performed and did not reveal any manufacturing nonconformance that would have contributed to this complaint event. Review of manufacturing mitigations is captured in technical summary, which applies to this complaint event. The complaint was unable to be confirmed since neither the applicable imagery nor the complaint device were returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined. A review of DHR did not provide any indication that a manufacturing non-conformance contributed to the event. An existing technical summary has been documented for root cause analysis on balloon bursts in a calcified landing zone. The technical summary provides a rationale as to why it is unlikely that a product defect or manufacturing non-conformance contributed to this type of event, including factors on why deployment of balloons on thv delivery systems are subject to increased risk of burst in a calcified landing zone. As per follow up information there was presence of mild to moderate degree of calcium in the patient's stj. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. In addition, the technical summary outlines the extensive manufacturing mitigations in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing that occurs with every manufactured lot). These inspections and testing further support that it is unlikely that a defect present in manufacturing contributed to the complaint. The technical summary also outlines the instructions for valve deployment. It should be noted that these mitigations are still in place. Review of available information suggests that patient factors (calcification) contributed to the balloon burst. Technical summary is applicable to this complaint because calcification was present in native annulus and could have caused the balloon to burst. As such, a full engineering evaluation is not required. Since no product non-conformances or IFU/training deficiencies were identified during evaluation, a product risk assessment (pra) escalation or a corrective preventative action (CAPA) is not required.